Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, iol failed/ faulty. The fault was noticed prior to implant so there was no impact to the patient's treatment. Additional information was received stating that during iol insertion, the lens failed to fold correctly withing the injector cartridge. The injector was prepared and primed as per manufacturing instructions using company viscoelastic at room temperature. Priming process was performed slowly counting to 7 seconds to ensure smooth loading of the lens. Despite this process being followed the plunger overridden the trailing haptic of the lens resulting in incorrect folding of the leading haptic of the lens as well made it impossible to insert the lens. There was also a significant resistance during injection, and the plunger movement was stiff, which lead to plunger displace. The surgery was completed using a different lens. There was no patient contact with the faulty lens.

Manufacturer narrative:
Additional information was provided in d9., h.3., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was advanced into the nozzle entry area and underrode the lens. The lens was advanced to the far end of the loading area. The optic and leading haptic were positioned on top of the plunger. The leading haptic was folded toward the optic and the distal haptic edge was located on the optic anterior surface. The trailing haptic was misfolded under the optic on the left side of the plunger. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. A plunger underride was observed with the lens still located inside the loading area. The trailing haptic was misfolded due to the plunger underride. This was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed. The IFU instructs: fully insert the ophthalmic viscosurgical devices (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).